Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0vyq9, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during surgery, impedances of 9 to 11 ohms was measured. The patient experienced no symptoms. The cause of the low impedances was not determined and no troubleshooting was done. The lead was replaced and the issue was resolved. The patient was doing well.